Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "detailed complaint and failure description: "flow sensor calibration needed." What correction has been done? "Adult flow sensor calibration did not pass. So we have cross checked with new flow sensor and clean expiratory valve membrane but problem remains constant. We performed flow test in tsw and found that proximal flow sensor qaw values was not ok and autozero test also failed. So we replaced the pressure sensor board (p/n -161510) and done all test and calibration successfully completed. Please close the cer." (2) health impact: no patient involved.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing.

Manufacturer narrative:
The unit alarmed with flow sensor calibration failed during preventive maintenance. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The review of the logfiles by the local technician confirmed the issue. The root cause of the event was determined to be a defective pressure sensor board. After replacing the pressure sensor board, the device was released back into use.